Event description:
On (B)(4) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high compared to another meter. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on the evening of (B)(6) 2012. The patient was unable to recall the result obtained on the subject meter or the result obtained on the nano meter that was being compared to subject meter. However, the patient did state that the blood glucose results were obtained within 30 minutes of each other. The patient reported managing her diabetes with diet, exercise and oral medication (type/dose unknown). The patient denied making any changes to her normal diabetes management due to the alleged issue starting. The patient informed the cca that she became 'shaky' at an unspecified time after the alleged issue began. The patient reported having a doctor's appointment at the time the alleged issue started and mentioned that she was treated by a health care professional with oral medication (unknown type/dose) at the time of the appointment. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved sample site. The cca was unable to confirm if the patient was using good/unexpired test strips or if a control test was performed. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reported developing symptoms suggestive of a serious injury and being treated by a health care professional with oral medication as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.